Event description:
It was reported that immediately following the implant procedure of this right ventricular (rv) lead, the physician observed t-wave over-sensing. Boston scientific technical services was contacted and recommended repositioning the lead, as the patient was still on the procedure table. However, the physician elected to reprogram the device and consult with the other healthcare providers prior to further intervention. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.